Event description:
It was reported that a pt underwent a hepatectomy procedure on (B)(6) 2010, and suture was used. During continuous suturing at the abdominal wall and fascia, the needle was easily detached from the suture. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for eval. Microscopic eval found that part of the needle barrel is broken, no swaging defects were observed. Rep samples were returned for eval. They were visually and functionally examined for needle pull tensile strength and they met the requirements. Conclusions: the device was received in a condition which does not meet specification. The devices were received in a condition that meets specification. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bjz411 and batch bj6234.